Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was defectvie. It was unknown how the issue was found. No patient or user harm reported. The customer reported that a test and verification was performed, and it appeared that the touch panel was defective, and no longer reacts. The customer reported that they could go into the calibration menu, but does not respond to any support. Investigation ongoing / resolution pending

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.